Event description:
It has been reported that x-ray automatically got disabled. No harm has been reported to philips. A philips engineer inspected the system onsite and identified an issue with the hard disks of the image processing pc (ippc). The engineer replaced the hard disks of the ippc and reinstalled the operating software. The system was returned to use in good working order. Philips is further investigating this event. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the device was not in clinical use when the issue occurred. The engineer replaced the hard disks in ippc and installed the software. After the replacement of ippc hard disks and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.